Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on september 29, 2021 that a hot axios stent was implanted during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2021. During the procedure, the stent first flange was able to deploy; however, there was difficulty deploying the second flange. The stent eventually fully deployed; however, the second flange did not fully expand. The stent remains implanted and the procedure was completed. There were no patient complications reported as a result of this event.